Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned through follow-up with the health-care provider that the device was explanted, due to suture looping.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Through additional follow-up, it was learned that the device has been discarded. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.